Event description:
It was reported that anti-tachycardia pacing (atp) therapy accelerated the patient's ventricular tachycardia (vt) into their ventricular fibrillation (vf) zone. Subsequently, the patient received one shock which successfully converted the vf. Technical services was consulted and recommended programming changes and device optimization. Plan is to reprogram the device. The device remains in service. No additional adverse patient effects were reported.